Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Unable to perform DHR check for needle hub separates due to unknown lot number. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd insulin¿ syringe hub separated from the device. The following information was provided by the initial reporter: consumer noticed during use the needle hub separated and stayed inside of the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-13. H.6. Investigation summary the customer returned (5) loose 1/2cc syringes. Customer states that the needle hub separated. All returned syringes exhibited a broken barrel tip. Bd was unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use the bd insulin¿ syringe hub separated from the device. The following information was provided by the initial reporter: consumer noticed during use the needle hub separated and stayed inside of the shield.